Event description:
The clinician inserted a provox2 into the patient on (B) (6) 2008 without difficulty. Patient uses also a larybutton. On (B) (6) 2008, patient removed his larybutton. Post removal he went to drink and began aspirating. He went to local ER and x-rays found no evidence of the prosthesis. He called (B) (6) to have the prosthesis replaced. They found a negative x-ray as well but upon scoping the airway they found the prosthesis in the mainstem bronchus. A broncoscopy was conducted to remove the provox2. There was no evidence of distress or other medical issues with the patient.

Manufacturer narrative:
It seems that removal of the larybutton has caused the dislodgement of the provox2 prosthesis. This could only happen if the larybutton is too long. If the button is too long the rim on the tracheal end of the larybutton may hook and pull out the voice prosthesis when removing the button. If a correct larybutton is chosen it will not be in contact with the prosthesis and therefore, will not affect the prosthesis during removal of the button. The larybutton manual very clearly warns about using a too long larybutton. The clinician is informed to follow the instructions for use and carefully choose a larybutton of appropriate size to avoid accidental removal of the voice prosthesis. No other remedial action is considered to be necessary.